Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. The device was received with front the cover nicked and scratched. Pole clamp was discolored with the handle damaged. Quick connect was corroded. Enclosure was cracked under the quick connect. The device had an outdated printed circuit board (pcb) and power supply. Functional testing found there was no internal leak. There was another leak on the outside of the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that there was an internal water leak. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.